Manufacturer narrative:
This medwatch is for aviva system 1. Please see medwatch with a1 patient for report on aviva system 2.

Event description:
Customer's wife reported blood glucose results of 97 mg/dl and 227 mg/dl using aviva system 1, 93 mg/dl and 118 mg/dl using aviva system 2, all within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.